Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No damage found to the keypad and all buttons respond to presses appropriately. Keypad was removed and no damaged/misaligned contacts found, no evidence of contamination was found under the button contacts.

Event description:
It was reported that the patient's blood glucose level went to 1.8mmol/l while sleeping and the patient was difficult to wake up. The patient's mother treated with a sugar drink and the patient's blood glucose resolved. It was reported that the pump delivered a 10 unit bolus while the patient was sleeping, and the pump delivered 4 un-programmed boluses on the same day. The reporter indicated that there is no structural damage to the pump and there is no issue with the buttons; however, the patient does not lock the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.